Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right coronary artery. A 2.8x19mm graftmaster rx covered stent failed to cross due to the anatomy. The perforation was successfully treated with a new 2.8x19mm graftmaster rx covered stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.